Event description:
On (B)(6) 2018: pain pumps (2) were leaking from internal reservoir in addition too, the auto selector appeared to have a leak as well. This incident occurred in the pharmacy, no patient involved. Lot #74l1702112 (B)(6) 2018. Pain pump leaking from reservoir again. No patient involved. Lot #a160104-pscfb000us-1 (B)(6) 2018: pain pump leaking from reservoir again. No patient involved. Pump started leaking prior to leaving the pharmacy, just after preparation. Lot #74a1801376.